Event description:
The customer reported a contained leak from reagent probe b on a unicel dxc 600i synchron access clinical system. The customer inspected and confirmed the tubing and connectors on the probe were not loose and a service request was generated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed leaking from reagent probe b when priming and operating the instrument. The fse replaced the reagent probe b wash collar (2way solenoid) valve to resolve the issue, no further leaking was observed. (B)(4).